Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis. Catalog number, lot number, and serial number are all unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via medwatch) that a patient underwent an unknown procedure with unspecified mentor saline prostheses on (B)(6) 1996. The patient reported the following in the medwatch: ¿I had breast implants. I began to gradually get sick with different symptoms. Then one day. It was like a can of worms just opened up, and my symptoms multiplied. I became very sick with a feeling of cold water being poured over my brain, trouble swallowing, inflammation. Racing heart, anxiety, insomnia, rashes with sun exposure, white spots on my skin. Sensitivity to warm showers, vision loss, chest pain, sternum pain, back pain, rib pain; trouble taking a deep breath, trouble breathing, sensitivity to foods, gut issues, acid reflux, pain in my breast; inability to bend over without great pain in my breast, pain in my armpits, left arm pain down my arm, shoulder pain; high blood pressure, hair loss, weight gain, and more.¿ as a result, the patient underwent bilateral explantation on (B)(6) 2017. This medwatch report is for the right breast prosthesis.